Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event and presumed as follows: the legal manufacturer reported that considering the manufacturing year of the device, there is a possibility of the adhesive peeling off due to aging and other factors. Or it is assumed that the phenomenon was caused by external force such as strong rubbing on the said part during normal use including the re-process and long-term use. The legal manufacturer confirmed the contents of the instruction manual described ultrasound connector -fluid invasion. As a result of checking the instruction manual, it was confirmed that the following items were listed. Inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities as a result of reviewing the device history record (DHR) , it was confirmed that there were no abnormal in manufacturing, special adoption, and unevenness.

Manufacturer narrative:
The event date is (B)(6) 2021 when the peeling adhesive/glue was noted. The reporter¿s occupation and health profession are unknown at this time. Further inspection of the returned device verified a leak at the air/water inlet. The bending section glue was found cracked. The objective lens glue was found peeling; however, not affecting its function. The elevator channel water flow inlet was found loose. The cause of the scope¿s physical damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that a leak was noted on the scope. No further information was provided. The scope was returned for evaluation and the forceps cover glue was noted to be peeling. There was no patient involvement.